Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting tool. The heater wire was observed to the slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be detached from the tip of the hot jaw, exposing the metal portion of the jaw. The detached silicon insulation was not returned for evaluation. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed blood on the inner switch mechanism. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "device remains activated" was not confirmed but was confirmed for the analyzed failure mode ¿material twisted bent; wire" and "peeled;jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cut/seal portion of device would not turn off once it was engaged. They unplugged the disposable device to get the bi-polar to turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cut/seal portion of device would not turn off once it was engaged. They unplugged the disposable device to get the bi-polar to turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.